Event description:
It was reported that the pump modules had "logic board error breakdown incidents" during preventive maintenance of the devices. There was no patient involvement.

Manufacturer narrative:
Omit: a13 - communication or transmission problem (2896), g02017 - electrical port, c0401 - communications problem identified, b15 - analysis of information provided by user/third party. Correction: unique device identifier (UDI)#, initial reporter addr 1, initial reporter city, initial reporter facility name. Additional information: initial reporter zip and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of pump module with ¿logic board error was confirmed on both returned pump modules. ¿ both pump modules were sent to operations engineering for further analysis of the reported issue. O preliminary results indicated no data transmission from the boot block flash memory chip. O the facility reported logic board errors during the last preventive maintenance round. O it¿s possible during the software upgrade the erasing process exceeded the allowable time (16 seconds), resulting in the "no channel ID" failure. ¿ no laboratory testing or log analysis was able to be performed on the reported devices as they could not connect to the pcu. ¿ internal and external inspection of both returned pump modules did not observed any anomalies that would contribute to the reported event. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. The device was opened during the investigation, please ensure proper assembly and torque screws as required repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Please replace the logic board (charge to dchu) and send to dchu. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable cause for the reported event of a logic board error breakdown was due to an unknown fault that occurred during the software flashing process of both pump modules. This fault resulted in the boot block memory chip in a corrupted state.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules had "logic board error breakdown incidents" during preventive maintenance of the devices. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a,g,b,c codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump modules had "logic board error breakdown incidents" during preventive maintenance of the devices. There was no patient involvement.